Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was peeling and the upstream occlusion (uso) seal was worn. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found high alarm displayed: downstream occlusion, high alarm displayed: air in-line detected, and high alarm displayed: cassette not attached properly. Functional testing was not able to duplicate the customer reported issue. During the functional test, the device passed all tests without any issues. However, due to the alarms found in the event log, the dso sensor and air detector were replaced.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming, "cassette not attached properly: reattach cassette". The event occurred during testing. There was no delay in therapy. There was no patient involvement, and no patient harm/adverse event was reported.